Event description:
Reporter called lifescan for the pt and alleged the one touch ultra meter would not power on. The pt was not having any symptoms at the time of the occurrence and did not seek medical attention. The customer care representative confirmed that the meter would not power on. The meter was replaced. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced and return is expected.